Event description:
It was reported the pt suddenly lost stimulation while watching television. The pt stated when he stood up afterward, he experienced a jolt. Impedance values on the scs lead were invalid. The pt will undergo an x-ray as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.